Event description:
It was reported that this device recorded an error indicative of voltage too low for the projected remaining capacity during a pre-implant status. A request was made to have data from this device analyzed. It was reported that error was potentially due to the cold. The device was not implanted. No patient involvement.

Event description:
It was reported that this device recorded an error indicative of voltage too low for the projected remaining capacity during a pre-implant status. A request was made to have data from this device analyzed. It was reported that error was potentially due to the cold. The device was not implanted. No patient involvement. Additional information was received that analysis was performed, and determined that the device voltage tracks the temperature and had recovered. The fault can be cleared and the device can be used for implant.